Event description:
The customer reported being unable to defibrillate. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported being unable to defibrillate. No pt involvement was reported. The device was evaluated by a philips field service engineer. The symptom was clarified as the wrong energy was delivered. The power pca was replaced to resolve the issue.